Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve procedure, the green button was pressed in preparation for firing, ring handles jumped forward but handle could not be squeezed. Upon inspection, it was found that the stapler had been pre-fired as was evidenced by protruding staple legs at the proximal end of the reload. A new load was then attached. The green button was pressed with ring handle jumping forward, but the handle did not engage the load. The handle becomes floppy and could be freely moved without having any effect on the reload. A new gun and load was opened and the case was finished with further incident. The first gun and second reload was tested in the theatre and it fired without incident, the ring handle did not become floppy during testing.